Manufacturer narrative:
Ethnicity: unknown/ not provided. Other: the device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to blurred vision (could not see leaves on trees) and a dark crescent around the left eye lens. The suspect iol was replaced with a non-johnson and johnson iol, diopter size was not provided. There was no adverse events, patient doing ok post-explant. It was stated that no further information is available, no follow-up needed.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: mar. 25, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was cut in half. The lens was cleaned, and lens damage was also observed. Based on the returned condition of the lens (cut in half) no further product evaluation could be performed. The complaint issues were not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, no nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints per sop301064 (global complaint trending, revision 18). Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.